Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The device is still in use by the hospital and therefore will not be returned. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a surgeon stripped the entire muscle and struggled to fit the manubrium punch. The surgery was completed using the punch. Using a ruler, the patient's sternum was measured to around 23 mm, and 20 mm screws were used. The event resulted in a twenty minute delay.